Event description:
It was reported that while trying to advance an aspiration catheter (subject device) into the patient¿s anatomy, the subject device fractured / kinked near the hub. The device was exchanged and the procedure completed successfully. There were no clinical consequences to the patient.

Manufacturer narrative:
(Common device name): corrected to "catheter, thrombus retriever".

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that axs vecta catheter proximal shaft was severely stretched under the strain and separated. The catheter was full of blood, blood in the catheter was up to its hub. From the condition of the axs vecta catheter when it was received for analysis, it seemed that excessive force may have been used, which may have severely stretched and broken the catheter. The reported catheter shaft break is associated with a product that meets stryker design and manufacture specifications. However, due to procedural and/or anatomical factors during use, the product performance was limited. Therefore, a cause of procedural factors has been assigned to this investigation.

Event description:
It was reported that while trying to advance an aspiration catheter (subject device) into the patient¿s anatomy, the subject device fractured / kinked near the hub. The device was exchanged and the procedure completed successfully. There were no clinical consequences to the patient.